Event description:
The distributor reported that the pump intermittently rebooted without user intervention. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2001 with the following findings: there were no power issues observed in the pump history. There were no alarms related to the complaint observed in the pump history. Visual inspection revealed a cracked battery compartment. This is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. There was no damage found to the power circuit. The complaint could not be confirmed or duplicated on investigation.